Event description:
Surgeon reported that he used a stryker loaner set in (B)(6) 2008 for two surgeries. He further reports that it was a "variax fuss basic set" and that in one of these surgeries the tip of a drill broke off and was left within the pt.

Manufacturer narrative:
Investigation in process but not yet complete.